Manufacturer narrative:
One level 1 hotline low flow system was received in good physical condition, but the tank cover was leaking. A visual inspection was conducted, the reservoir was filled with water, a temperature check was attached, an in line cord was plugged and the device was powered on. The reported issue was able to be duplicated; there was a crack in the tank cover. The tank cover and gasket were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's reservoir cover was leaking. The issue was discovered during preventative maintenance testing and there was no patient involvement.